Event description:
The end-user received a (burn) blister from a tens unit. The end-user advised that she has been using tens devices for 12-14 years - this is her first use of a roscoe tens unit, and this is the first time she has ever received a blister. The end-user states that she uses the device almost every day, all day, including at night when she sleeps. She states she often cannot sleep without it due to her low back pain. She received this device the second week of (B)(6), but has only used it about three weeks. She did not like the electrodes supplied with the device, claiming they are uncomfortable. She switched to unipatch covidien electrodes, which she has been using successfully for two years with another tens device. She was using channel 2 on the device when this occurred. She did not have any discomfort during the treatment, but noticed a welt in the morning when she removed the electrode pads. She said the blister lasted 3 days. She used a cream she had at home on the blister - something you would use for pimples, but she did not know the name. She otherwise did not see a doctor for the blister, nor did she take a picture.